Event description:
The clinic reported that a laser vision correction patient who underwent an uneventful laser vision enhancement presented at the one day post op exam with an epithelial ingrowth noted in each eye. The patient's visual acuity was 20/30 in the right eye and 20/200 in the left eye. The patient's epithelial ingrowth was reported as resolved approximately a month later.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted.